Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: patient was on 3mcg/kg going at 0.11ml/hr and medication is in a 10 ml syringe. The volume after prime done during line change on monday (B)(6) was charted as 3.65ml. During handoff of friday morning ((B)(6)) the total infused during night shift was charted as 1.31 ml. The expected volume was supposed to be 2.34 ml but the actual volume that was in the syringe when both nurses verified it together was 1.6 ml. That is a discrepancy of 0.74 which is about 7 hours worth.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The unit involve in the reported incident was not return for a further and more detailed evaluation. Test result(s): defect was not confirmed.